Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected, vitros tropi es results were obtained from samples from two different patients when tested using vitros tropi es lot 3290 on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es results meet potential health and safety criteria. A definitive assignable cause of the non-reproducible, higher than expected vitros tropi es results was not established. A vitros tropi es lot 3290 reagent issue is not a likely contributor to the event, as quality control results prior to the higher than expected vitros tropi es results do not suggest an issue with reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3290. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, failure to perform adequate maintenance on the vitros 5600 integrated system cannot be ruled out as a contributor to the event. Analysis of the customer¿s maintenance suggested that microwell incubator maintenance actions were not adequate when scheduled. As no pre-service precision testing was conducted on the vitros 5600 integrated system, an instrument issue cannot be completely ruled out as a contributor to the event. However, precision testing following ortho fe service actions was within acceptable guidelines, indicating the instrument was performing following ortho fe actions. There was no evidence to suggest the instrument malfunctioned around the time of the non-reproducible, higher than expected vitros tropi es results, therefore, an instrument issue was an unlikely contributor to the event. The non-reproducible, higher than expected, vitros tropi es results for both patients were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results from two different patients using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.151 ng/ml versus the expected result of < 0.012 ng/ml. Patient 2 vitros tropi es result of 0.319 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results for both patients were reported from the laboratory. It was unknown if treatment was altered, but corrected reports were later issued for both patients. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).